Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline became stuck during resheathing. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the internal carotid artery ophthalmic segment with a max diameter of 7.23 mm and a 4.67 mm neck diameter. Landing zone: distal: 3.9 mm and proximal: 4.6 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed visible stagnation of contrast in the aneurysm post deployment and while doing control runs. It was reported that the doctor lost position while trying to deploy the stent so the doctor wanted to re-sheath the device. While trying to re-sheath, the pipeline got stuck in the hub between the microcatheter and rhv. It was reported the pipeline was stuck (locked up) in the catheter at the hub. The catheter was flushed continuously with heparinized saline. There was no catheter or pushwire damage observed. The same microcatheter was used to deploy the next pipeline selected after flushing and removing the previous pipeline. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ballast from balt sheath, envoy from j and j guide catheter, xt27 stryker microcatheter, and synchro stryker guidewire.